Event description:
It was reported that the ventilator generated technical error codes indicating a power error and safety valve open. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error indicating power error, open safety valve when it is expected to be closed and communication error. Moreover, internal leakage test failure was reported. The issue was reported based on available information as the power error and error indicating open safety valve may lead to stop of ventilation. There was no patient harm. Identification of issue has been done by analyzing problem description, service report and device¿s logs. No parts have been returned for further evaluation. According to the information provided by the technician, the safety valve pull magnet was replaced. Moreover, expiratory channel printed circuit board was replaced. The replacement of these parts resolved the all raported issues. The problem was associated with short circuit in a capacitor (c117). A defective capacitor c117 may lead to an open safety valve when it is supposed to be closed, which may lead to excessive leakage and low volume/pressure delivered to the patient. A new expiratory channel printed circuit board was replaced for servo I/s devices. The capacitor (c117) was replaced by a more robust component with longer life length. Root cause of the issue was related to device design.